Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that events of non-sustained lead noise due to myopotential oversensing were observed. The device was reprogrammed. No further issues were reported.